Event description:
The patient had a "a bipolar lead impedance" alert occur on (B)(6) 2014. Impedance was 114 ohms at that time (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).